Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that on (B)(6) when they saw the patient (pt) in the clinic for follow up, there was an high impedance on electrode 10. Rep reported that during routine ins replacement on (B)(6) the impedance values on electrode 10 were in between 32,000 and 39,000 ohms at the time of the procedure. Rep asked why impedance would have changed over time like this. Agent speculated that given the already existing high values, that further handling of the lead during the ins replacement may have caused further damage and hence, an increase in the impedance values to >40,000. Rep reported they were able to program around electrode #10 for good coverage. Rep also mentioned another electrode that had high values but this wasn't discussed in any detail. Agent also reviewed what to expect with short circuit values and programming around them (the discussion about short circuit was informational discussion only).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer's representative. On the day of the surgery, the patient had two electrodes with impedance. On the day of the post-op, one of the electrodes had high impedance. The patient had good coverage, working around these electrodes, and the patient has good coverage of the necessary regions. It was possible to work around these impedances. The issue was reported to be resolved and the information was confirmed with the doctor.